Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. -all leds on the front panel were flashed due to a failed front panel. -there was heavy rust on the pins of the circuit board. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that all leds of the front panel flashed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.